Event description:
Procedure: bariatric procedure. According to the reporter: the jaws did not close after firing and a component fell into the abdominal cavity. The component was retrieved during surgery. The surgeon continued with application of sutures. The surgical time extended approximately 45 minutes. Further details have been requested.

Manufacturer narrative:
Initial report sent to FDA on 09/29/2009.